Event description:
Report 6 of 7. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had 7 molecular false positives. Customer unsure about any treatment change. The following information was provided by the initial reporter: patient #6: biofire cat # rfit-asy-0147, lot # 1980823. Sequence #: 449293046500. (B)(6) 23. Bactec sn: (B)(6). Bcid2, biofire was a dual positive - e. Coli, c. Tropicalis, prelim culture result: gram negative rod resembling e. Coli, gram stain: gram negative rods. Customer reports 7 molecular fps.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 12-dec-2023. H.6. Investigation summary: catalog: 442021, batch no.: 3145828. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
Report 6 of 7. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had 7 molecular false positives. Customer unsure about any treatment change. The following information was provided by the initial reporter: patient #6: biofire cat # rfit-asy-0147, lot # 1980823. Sequence #: 449293046500. (B)(6) 2023. Bactec sn: (B)(6). Bcid2. Biofire was a dual positive - e. Coli, c. Tropicalis. Prelim culture result: gram negative rod resembling e. Coli. Gram stain: gram negative rods. Customer reports 7 molecular fps.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.